Event description:
Alaris pump set for infusion of propofol, medication infusing end titrated to sedation pt remains awake and noted that roller clamp on tubing was closed and pump did not alarm. Per (B)(6) 2023 email from csm biomed engineer; please see below, info about equipment involved in the pump event of (B)(6) 2023, I am listing the equipment form right to left. In this event, the left outermost pump module was the one that failed. Important this pump module had gone to bd for investigation, as part of the pump setup that was involved in the 1st IV pump issue free flow event. It came back serviced recall keypad replaced, etc., and with a pm certificate of compliance; from front right: pump module, model 8100, serial (B)(6); pump module, model 8100 serial # (B)(6); pcu module, model 8015, serial # (B)(6); pump module, model 8100, serial # (B)(6); pump module, model 8100, serial # (B)(6) - incident pump.